Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on connector on interface board. The device had cracked case on display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the insulin pump was dropped and stopped working. The device had a blank display. Customer reverted to old insulin pump. Customer's mother stated she attempted to insert a new battery several time and device would not turn back on. No physical damage noted on the device. Customer's blood glucose was 10mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.